Manufacturer narrative:
Section d4 & h4: multiple attempts for the device serial number were made, however no response was ever received. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log files. The log files contained approximately 37.5 days of data combined ((B)(6) 2020 per the timestamps). The log files captured no external power and low voltage hazard alarms on (B)(6) 2020 from 23:09:08 to 23:10:38 due to temporary losses of power while connected to the mpu. The system controller backup battery supplied power to the system without issue during the losses of external power. The alarms were resolved when power from the mpu was restored. The alarms did not affect the controller's ability to operate the pump at the set speed. The pump maintained a speed above the low speed limit throughout the log files. The mpu was not returned for evaluation. Multiple requests were made to obtain additional event information (including the serial number of the mpu, if the cause of the loss of power was determined, and if the patient has a locking ac power cord for the mpu); however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook,, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) under section 3 ¿powering the system¿ explains the various ways to power the heartmate ii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Log file analysis showed a no external power event on (B)(6) 2020 that was caused by power to the mobile power unit (mpu) being briefly interrupted. It is unknown if power was interrupted due the ac power cord coming loose from the mpu, the wall, or power to the house being lost.